Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed for pain management, in the continuous+bolus mode, to deliver morphine 1mg/ml, at 0.5mg/hr, a 1mg bolus, a 10 minute patient lockout, a 6 bolus/hr limit, a 100ml container size and the delivery was started. On (B)(6) 2010 at an unspecified time, the nurse reported while measuring the amount remaining in the container, it was noted there was an "underinfusion of 22ml over 50 hours." The device was removed from clinical service. The customer contact stated there was no change in the patient status and no reported delay in therapy critical to this patient. No medical interventions were provided. Though requested, no additional information was provided.